Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a sticking act button. The blood glucose reading was 130 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to a flattened dome switch. The displacement test could not be performed due to the unresponsive button. The insulin pump had a cracked reservoir tube lip.